Event description:
Volume discrepancy was reported. The actual residual volume (arv) was reported as greater than the expected residual volume (erv): arv: 30 ml, erv: 3.2 ml. Drug delivered via the device was lioresal 2000mcg/ml at a daily dose of 152.2mcg. Additional information has been requested; a follow-up report will be sent when it becomes available.

Manufacturer narrative:
Catheter model: 8709sc, serial #: (B)(4), implanted: (B)(6)-2011, explanted: unk. (B)(4).

Manufacturer narrative:
(B)(4)